Manufacturer narrative:
Concomitant medical products: product ID: 748251, serial#: (B)(4), implanted: (B)(6) 2006, product type: extension, product ID: 3387-40, lot#: v003450, implanted: (B)(6) 2006, product type: lead. Other relevant device(s) are: product ID: 748251, serial/lot #: (B)(4), ubd: 16-jun-2010, UDI#: (B)(4) ; product ID: 3387-40, serial/lot #: (B)(4), ubd: 10-feb-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient felt something when they stood near a security detector at walmart. No troubleshooting done. The device was depleted for a year so they couldn't do an impedance check. No interventions/actions taken. The issue is unknown if it's resolved.